Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There were no motor error and no excessive no delivery alarms noted. The motor passed the motor test. The pump was received with a cracked pump case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, and cracked battery tube threads.(B)(4)

Event description:
The customer reported via phone call that she had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose was 424 mg/dl at the time of the incident. Customer took a correction though a shot and was fine. Customer changed the tubing, battery, and the reservoir. Customer performed troubleshooting on the set and reservoir but did not have a motor error alarm. Customer stated that the drive support cap appears normal. Customer had multiple motor error alarms over the last 30 days in the alarm history. Customer stated that the pump did not alarm no delivery and the insulin did exit during troubleshooting. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.